Event description:
It was reported that the intellivue x3 had a speaker malfunction and there was no sound coming from the device. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
E1: reporting institution phone #(B)(6). E1: reporter phone # (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the intellivue x3 had a speaker malfunction and there was no sound coming from the device. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
D4: gfe was performed to obtain serial number, but no info received. The following functional tests were performed: a philips authorized service provider went onsite to evaluate the device and found that the speaker was defective and needed to be replaced. A replacement of the speaker was performed. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The speaker was replaced, and the device was operational after repairs were completed. If additional information is received the complaint file will be reopened.